Manufacturer narrative:
Findings: all buttons function properly; however, moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. All operating currents are within the specification no unexpected low battery alarm, off no power, weak battery alarm or battery error noted.

Event description:
It was reported that the customer had a battery error and button error on the insulin pump. Customer stated that he tried to give a bolus and the numbers started ramping. Customer also stated that he got a weak battery signal, so he changed the battery and then got a button error. Customer's blood glucose level was 324 mg/dl. Customer was advised that the pump will need to be replaced. No additional information provided.